Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarm 30 occurred during basal delivery. Reportedly, a new cartridge was loaded and insulin delivery was resumed. Customer's blood glucose ranged from 100-200 mg/dl.